Event description:
Resistance was felt following three distal to proximal treatment passes on low speed in a 90% stenosed ostial lesion. Fluoroscopy was performed and the driveshaft of the diamondback coronary orbital atherectomy device (oad) was observed to be fractured. The fragment was removed with a guide extension catheter and the procedure was completed with no patient adverse events.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).